Manufacturer narrative:
It was noted that the customer had cleaned the strip guide on (B)(6) 2022 due to an error message. After cleaning the strip guide, the discrepant results were generated. The test strips were requested for investigation, however, the test strips are no longer available. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Since the product was not returned for investigation, the cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 2 patients tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Patient 1 result from the meter was 2.8 inr. The result from the laboratory was 3.97 inr. The patient¿s therapeutic range is 1.6 ¿ 1.9 inr. Patient 2 result from the meter was 3.3 inr. The result from the laboratory was 4.94 inr. The patient¿s therapeutic range is 2.0 ¿ 2.3 inr.